Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, a correction to a1 (patient identifier) was made due to an error in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed, the color tone was magenta, and then the image disappeared. Based on the results of the investigation, it is likely that the following led to the malfunction: due to stress of repeated use, external factors or handling of the device, the charged coupled device unit was damaged (e.g. Disconnection or damage of components mounted on the electrical circuit board) causing the reported image issues. The issue can be detected by following the instructions provided in: operation manual, chapter 3 - preparation and inspection and section 3.8 - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer in communication with technical support and had performed troubleshooting: the unit's power was able to turn off, restarted the unit and recovered. This time, the monitor image returned successfully, and there is not much of an impact. However, a similar phenomenon occurred once every month and a half. The technical support mentioned that the issue of the monitor image disappearing had been happening since last year and will be quickly find out the cause and prevent it from happening again. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flex deflectable videoscope had the monitor image disappeared. The issue occurred during laparoscopic surgery, therapeutic procedure. The procedure was completed using the same set of equipment. There was a slight delay with the procedure approximately ten minutes, however, there were no reports of patient injury or harm.